Manufacturer narrative:
(B)(4). Attempts to obtain further information were unsuccessful. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited high out-of-range pacing impedance measurements (approximately 2600 ohms). Subsequently, this ra lead was surgically abandoned and replaced at a revision procedure. No additional adverse patient effects were reported.